Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. It was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. The deployment mechanism was felt damaged due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. Under microscope inspection it was observed that the welding of the tip was damaged. Media inspection of a photo attached with the incoming information for the event also confirmed the guidewire lumen detachment from the tip of the catheter. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv) were ablated successfully with the catheter. In the right inferior pulmonary vein (ripv) 4 ablation deliveries were made with the array in the basket shape. However, when the catheter was deployed to the flower shape the array went back to the basket shape. After this the slider switch was unable to deploy the catheter. The catheter was removed from the patient and inspected, and it was found that the guidewire lumen was no longer attached to the tip of the catheter. The guidewire lumen was moving freely. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv) were ablated successfully with the catheter. In the right inferior pulmonary vein (ripv) 4 ablation deliveries were made with the array in the basket shape. However, when the catheter was deployed to the flower shape the array went back to the basket shape. After this the slider switch was unable to deploy the catheter. The catheter was removed from the patient and inspected, and it was found that the guidewire lumen was no longer attached to the tip of the catheter. The guidewire lumen was moving freely. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.